Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the customer was hospitalized due to diabetic ketoacidosis while wearing the infusion device. The customer reported that on (B)(6) 2022 she observed that the piston rod would move when delivering a bolus, however her blood glucose continued to increase throughout the day. The caller alleged that the piston rod may have not been making correct contact, resulting in an inaccurate amount of insulin being delivered. At an unknown time on (B)(6) 2022 the customer identified ketones in her urine and took herself to the hospital. The customer was admitted into the hospital for diabetic ketoacidosis and received medical treatment. The blood glucose results and treatment received at the hospital was unknown. During the duration of her hospital stay the customer switched to her back up infusion device and blood glucose levels have stabilized. The customer was discharged from the hospital on (B)(6)2022.